Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2008 by the knee journal ¿no difference in clinical results between femoral transfixation and bio-interference screw fixation in hamstring tendon acl reconstruction. A preliminary study.¿ the study reviewed 45 patients and identified bicep acl/pcl instability with round delta tapered interference screws in 1 patient during the year follow-up period. Capuano l, hardy p, longo ug, denaro v, maffulli n. No difference in clinical results between femoral transfixation and bio-interference screw fixation in hamstring tendon acl reconstruction. A preliminary study. Knee. Jun 2008;15(3):174-9. Doi:10.1016/j.knee.2008.02.003.